Event description:
A pt was admitted for angiography, which revealed a 90%, de novo, heavily calcified lesion in the mid through distal lad. The vessel was moderately tortuous and the lesion was in a dynamic segment of the vessel (flexion). After pre-dilation with a 2.5mm mercury balloon, a 2.5 x 28mm cypher was advanced to the lesion but would not cross the target site. The cypher was withdrawn out of the pt and the physician observed that the distal edge of the stent was flared. Therefore, another cypher (same size) was safely implanted, and the procedure was successfully finished. There was no pt injury reported. Physician's comment: cannot tell if the cypher was initially defective because it was not checked prior to use.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt. Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).